Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Literature: mclaughlin jeffrey r., lee kyla r, uncemented total hip arthroplasty using a tapered femoral component in obese patients: an 18¿27 year follow-up study, journal of arthroplasty (2014), doi: 10.1016/j.arth.2014.02.019. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint cmp-(B)(4) .

Event description:
Information was received based on review of a journal article titled, "uncemented total hip arthroplasty using a tapered femoral component in obese patients: an 18¿27 year follow-up study." A patient was identified in the article who had well fixed femoral components that were removed for unknown reasons during an acetabular revision at 5 years on an unknown date. There has been no further information provided.